Manufacturer narrative:
(B)(4). This customer reports a failure to charge. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reports a failure to change. There was no pt involvement.